Manufacturer narrative:
E1: initial reporter phone no.(B)(6). The device was received for evaluation. During evaluation, the reported problem of downstream failed 23+ was not reproduced. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" Messages however test failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor calibration and downstream tubing guide depth was found out of range. The downstream tubing guide will be replaced and the sensor calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test (23+). There was no patient involvement. No additional information is available.